Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective therapy due to lead migration. The patient mentioned that they were recently in a motor vehicle accident. In turn, the patient may undergo surgical intervention to address the issue.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs system was explanted and replaced to address the issue.

Manufacturer narrative:
A patient had their system explanted and replaced due to lead migration was reported to abbott. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.